Event description:
It was reported during in clinic follow up that the pacemaker was exhibiting pacemaker-mediated tachycardia and oversensing due to noise. This oversensing resulted in inappropriate mode switch. The patient reportedly experienced arrythmia and dizziness, though it was unclear whether the latter could be attributed to device behavior. The device was reprogrammed. The patient was stable.